Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 279 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. Customer reported of being at the hospital with her spouse, but states that insulin pump was not exposed to magnetic field. Customer reported that blood glucose elevated to 458 mg/dl.

Manufacturer narrative:
The insulin was received with blank display however, after the electronic boards were separated and reconnected, the insulin pump powered on properly, the was problem isolated to electronic stack. The operating currents are within specification. Unable to perform functional test due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.